Event description:
It was reported that the cartridge was leaking from the o-ring and that a minimum fill notification occurred after the user filled the cartridge with 100 units of insulin during the load sequence. Additionally, it was reported that a cartridge change error occurred. Customer loaded a new cartridge to address the issues. The customer experienced an elevated blood glucose (bg) level ranged from 84-527 mg/dl. Reportedly, the customer administered a manual injection to address elevated bg level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.